Event description:
The plaintiff's attorney alleged that the pt experience cardiac arrhythmias and cardiac arrest; the pt subsequently expired the same day. It was reported that the events occurred due to the administration of the products during dialysis treatment.

Manufacturer narrative:
This is one of two device reports for this event.